Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support developed gastrointestinal bleeding and heparin was held. Additionally, the patient required intubation due to recurrent ventricular tachycardia. The procedural outcome was the patient survived surgery.